Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 66mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No display anomaly or unresponsive button was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No moisture damage was noted on the electronic or motor assembly. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and scratched reservoir tube window.